Event description:
A malfunction on the pump was reported by the caller, but there were no notable events leading up to it. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer was assisted by technical support with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and instructed to call back if the malfunction reappears.